Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a failed drawer, even after reboot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a failed drawer, even after after reboot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer power-cycled the unit for 15 minutes, then proceeded to eject all cubies from the main drawer and clean the cubie trays. The field service engineer uninstalled the drawer and conducted a thorough inspection of the sensors, inseparable, latch, controller card connections, and retractor band connections. All connections were re-seated, and the system was successfully tested. The system functioned as intended after the field service engineer repaired the device.